Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with device-delivered insulin not achieving adequate glucose control and frequent high-glucose alerts; training and a potential factory reset were recommended, and additional training was scheduled. Symptoms included hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and occasional use of back-up therapy. Investigation included review of device data and reports over 14 and 90 days and completion of troubleshooting and education. Investigation of this case revealed elevated time above range with unclear etiology; no device malfunction was confirmed, and the cause of hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear.